Event description:
Healthcare professional reported left side intracapsular rupture and lymphadenopathy on armpit confirmed by ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification)

Event description:
Medical staff reported an intracapsular rupture and lymphadenopathy on armpit. This relates to the left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Healthcare professional reported left side intracapsular rupture and lymphadenopathy on armpit confirmed by ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device."

Event description:
Healthcare professional reported left side intracapsular rupture and lymphadenopathy on armpit confirmed by ultrasound. Device has been explanted and replaced with a non-allergan device.